Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, ater clip deployment, difficulty was encountered removing the device. An attempt to remove the device using the access ports and the safety release were unsuccessful. The device was removed with counter-traction and an assertive pull. Closure was reportedly not successful; therefore, manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.